Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical hong kong (ohc), (received at ohc on 2022-08-19). The evaluation at ohc confirmed the occurrence of error message e433 and traced the error back to a defective relay board. Thus, the reported event/incident was attributed to component failure. Furthermore, the evaluation confirmed the occurrence of error message e091, which was traced back to the generator board. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for an unspecified procedure the esg-400 electrosurgical generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.